Event description:
This report is to advise of material separation that was noted during analysis.

Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. Dissection revealed conductor wire 3 had been fractured proximal to the weld joint due to a foreign material damaging the component, consistent with the open circuit detected and the reported signal issue. Microscopic inspection of the straightener found damage consistent with the observed foreign material found lodged under the loop electrode ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material and subsequent fractured conductor wire remains unknown.